Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: updated d9, updated h3, additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions. The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for inability to withdraw the delivery system and subsequent deployment of the valve in the descending aorta was unable to be confirmed due to unavailability of the returned device and/or applicable imagery. Review of the device history record and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the event. A review of IFU/training materials revealed no deficiencies. As no patient or procedural information was provided, there is insufficient information to determine a definitive root cause. However, it is possible that patient and/or procedural factors may have contributed to the event. Calcification can reduce the vessel diameter and result in the creation of sub-optimal angles. Furthermore, tortuosity can create a challenging pathway during the delivery system retrieval and can lead to a non-coaxial configuration of the delivery system and sheath tip, resulting in the reported withdrawal difficulties. Procedural factors and improper withdrawal techniques can also affect retrievability, such as not centering the thv at the flex tip or retrieving with flex. These factors may lead to a configuration where the crimped valve is likely to catch onto the distal tip of the sheath, and therefore contributing to the withdrawal difficulty reported. Per the training manual, "ensure the thv is centered on the flex tip", "ensure delivery system is locked" and "verify the flex catheter is completely unflexed". Additionally, as the valve remained crimped on the balloon after valve alignment, it can have a larger crimp profile which is more susceptible to get caught on the sheath tip and further contribute to withdrawal difficulties. However, due to limited information, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
Investigation is ongoing. Return of device is anticipated, but device has not yet been returned.

Event description:
As reported from germany by our edwards lifesciences affiliate, during a transcatheter aortic valve replacement procedure, the wire became stuck in the 23mm commander delivery system when the delivery system was at the aortic arch. The wire could not be pushed or pulled. The delivery system was pulled back to withdraw it into the esheath. However, as valve alignment had already been performed, it was not possible to retract the delivery system into the sheath. It was decided to implant the valve in the descending aorta. This was performed successfully. A second 23mm sapien 3 valve was prepared and implanted successfully. The patient was in good condition post-procedure.